Event description:
It was reported that a malfunction alarm occurred with the pump, specifically malfunction code 16. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, and the customer was instructed to use multiple daily injections as a backup therapy to ensure insulin delivery. The caller was guided on how to put the pump into storage mode before returning it and acknowledged the instructions to return the problematic pump using a pre-paid label within 10 days.